Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver (part number stk-gl-blu/serial number (B)(4)/lot number 5195791) being used with the complaint device was returned for evaluation on 07/15/2016. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected related to the customer complaint. A review of the data log did not find errors. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.